Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and retract the needle or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria. See scanned page.

Event description:
The customer reported that her blood glucose reached 29.3mmol/l (528 mg/dl) and that the needle never retracted.